Manufacturer narrative:
The reagent lot number is 801608. The expiration date was not provided. The calibration and qc were acceptable. The alarm trace showed "sample short", "sample pipetter", and "wash solution short" alarms. The field service representative found a partially occluded sample probe and blood residue across the probe movement. He verified adjustments, cleaned the blood residue, and cleared the partial occlusion from the sample probe. He performed checks with acceptable results. Qc results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hba1c results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 11.3%. On (B)(6)2024 the sample was repeated and the results were 6.13% and 6.11%. The repeated results were believed to be correct.